Event description:
Healthcare professional reported right side "swelling, breast enlargemen, acute and chronic inflammatory cells and seroma." Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and swelling.

Event description:
Healthcare professional reported right side "swelling, breast enlargement, acute and chronic inflammatory cells and seroma." Device remains implanted.